Manufacturer narrative:
The device manufacture date is unknown at this time.

Event description:
It was reported by service report, the model fl-28c bed has no functions. Missing fuse at head end. It is unknown if there was patient involvement or if there were adverse consequences.